Manufacturer narrative:
The event description the customer reported to ams did not indicate a potential pt safety issue. The device was subsequently returned to ams and analyzed. The info from this failure analysis was rec'd on (B)(6) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber broke 13 and 1/2 inches from the connector, between the knob and the connector. The fiber tip showed no evidence of use and therefore the fiber tip burned condition was not confirmed. The root cause of the device failure was determined to be a possible mfg defect due to excessive bending. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the pt and instructions for retrieving.

Event description:
It was reported by a customer on (B)(6) 2010 the fiber burned 12 inches from the tip at 0 joules. A failure analysis, conducted by an american med systems quality engineer, disclosed that the fiber broke 13 and 1/2 inches from the connector, between the knob and the connector.